Event description:
It was reported that during a treatment procedure to place a greenfield vena cava filter, the filter came out of the sheath and migrated to the pt's right atrium. Attempts to place the filter were made using duplex ultrasound, which were unsuccessful due to overlying bowel gas and pt's body habitus. The delivery system and sheath were removed and it was then noted that the filter had come out of the delivery system without being deployed. Under fluoroscopy, the filter could be seen in an inverted position, non-expanded/non-deployed at the level of t9-t10 and moving with each cardiac cycle. The pt was treated with solumedrol and benadryl in anticipation of vena cavogram. Omnipaque was administered which verified the position of the filter. Subsequent to this, the pt did experience hypotension with systolic pressure in the mid 60's for several minutes. Neo-synepherine and volume administration were administered and the symptoms resolved. A 16fr greenfield delivery sheath was inserted and positioned to within 3 to 4 cm of the filter. A snare was advanced through the sheath and was successful in snaring the tip of the filter on the first pass. Attempts were made to pull this into the sheath for removal which were unsuccessful. The filter was brought to the inguinal region where it was moved directly. Moderate bleeding at the exit site was controlled with direct pressure. After hemostasis was achieved a new greenfield filter was placed at the level of l2-l3 without difficulty. Review of fluoroscopy following the procedure shows some form of restraining cap sliding off the non-expanded filter which reamins in the left external iliac vein. Subsequent interrogation shows a circular device consistent with retained placement. Thirty minutes post procedure, the pt's leg appeared slightly cyanotic, presumably from thrombus formation at the filter exit site. For this reason the physician decided to treat pt with systemic anticoagulation. The pt was brought to the recovery room in stable condition. Per the reporter, the pt tolerated the procedure well. Pt was placed in the intensive care unit following the procedure.